Manufacturer narrative:
Correction to block g2: report source - added study. Correction to block h6: device codes - added high impedance for related suspected devices. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5153851. Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5153895.

Event description:
It was reported that the patient visited the emergency room as she was experiencing back popping and feeling paresthesia down her right leg and having associated leg weakness. There were also high impedances noted on both leads. The patients device was reprogrammed and she was sent home with a steroid medication. The event was reported with a possible relationship to hardware not related to procedure or stimulation. Boston scientific subsequently received information indicating that the patient underwent a revision procedure. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding what was revised during the procedure and the status of the patients outcome.

Event description:
It was reported that the patient visited the emergency room as she was experiencing back popping and feeling paresthesia down her right leg and having associated leg weakness. There were also high impedances noted on both leads. The patients device was reprogrammed and she was sent home with a steroid medication. The event was reported with a possible relationship to hardware not related to procedure or stimulation. Boston scientific subsequently received information indicating that the patient underwent a revision procedure. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding what was revised during the procedure and the status of the patients outcome. Boston scientific subsequently received information stating two new leads were implanted during the revision procedure. The patient was recovering post-operatively. Boston scientific subsequently received information confirming the two new leads implanted were to replace leads with high impedances. The ipg remains implanted.

Event description:
It was reported that the patient visited the emergency room as she was experiencing back popping and feeling paresthesia down her right leg and having associated leg weakness. There were also high impedances noted on both leads. The patients device was reprogrammed and she was sent home with a steroid medication. The event was reported with a possible relationship to hardware not related to procedure or stimulation. Boston scientific subsequently received information indicating that the patient underwent a revision procedure. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding what was revised during the procedure and the status of the patients outcome. Boston scientific subsequently received information stating two new leads were implanted during the revision procedure. The patient was recovering post-operatively.

Event description:
It was reported that the patient visited the emergency room as she was experiencing back popping and feeling paresthesia down her right leg and having associated leg weakness. There were also high impedances noted on both leads. The patients device was reprogrammed and she was sent home with a steroid medication. The event was reported with a possible relationship to hardware not related to procedure or stimulation. Boston scientific subsequently received information indicating that the patient underwent a revision procedure. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding what was revised during the procedure and the status of the patients outcome. Boston scientific subsequently received information stating two new leads were implanted during the revision procedure. The patient was recovering post-operatively. Boston scientific subsequently received information confirming the two new leads implanted were to replace leads with high impedances. The ipg remains implanted. Boston scientific subsequently received information indicating that the patient symptoms of back popping associated with paresthesia down the right leg and acute onset of leg weakness was reported as not related to the device or procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5153851. Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5153895.

Event description:
It was reported that the patient visited the emergency room as she was experiencing back popping and feeling paresthesia down her right leg and having associated leg weakness. There were also high impedances noted on both leads. The patients device was reprogrammed and she was sent home with a steroid medication. The event was reported with a possible relationship to hardware not related to procedure or stimulation.